Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery depleted suddenly multiple times. The customer reported the battery dropped from 45% to 5% after being connected to a power source. Subsequently, the pump shut off due to insufficient power. The customer's blood glucose level was 297 (mg/dl) at the time of the report. Reportedly the customer had manual injections as alternate insulin therapy.